Event description:
It was reported that the patient was admitted with recurrent bacteremia. Blood cultures done were (B)(6) for staphylococcus lugdunensis and the patient was started on IV antibiotics. A lumbar CT was performed due to back pain which revealed l 4-5 discitis osteomyelitis. The patient was discharged home with IV antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported infection and patient condition could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that the patient was readmitted with recurrent bacteremia. Blood cultures were positive for staphylococcus lugdunensis. The patient also had a lumbar computerized tomography (CT) due to back pain which revealed l4-5 discitis osteomyelitis. The patient underwent a pump exchange on (B)(6) 2021 and remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was evaluated under manufacturer report number 2916596-2022-00027. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), document 100169835 rev. C, lists infection as an adverse event that may be associated with the use of the hm3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 30apr2021. No further information was provided. The manufacturer is closing the file on this event.